Event description:
It was reported that the pump requested a minimum of 50 units with multiple cartridges during the load process. The customer's blood glucose level reached 252 mg/dl. At the time of the call, the customer's blood glucose level was at 122 mg/dl and the customer reported they were fine.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.